Event description:
It was reported that prior to an implant procedure upon receiving the product from the sterile package a hair was present in the tray near the hub of the dilator. The catheter was removed from the field and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The catheter has not been returned to the manufacturer and will not be evaluated.